Manufacturer narrative:
Additional information was received that the patient's reason for the explant procedure was to have an MRI. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was not able to charge the ipg due to charging puck had stopped working. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model#: sc-4316, lot #: 17146842, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was not able to charge the ipg due to charging puck had stopped working. The patient will undergo an explant procedure.